Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net which revealed that the pulse generator exhibited inappropriate auto mode switch episodes and far r wave oversensing. The device was successfully reprogrammed. The patient was in stable condition. No additional information was reported.